Event description:
Had a bd alaris channel malfunction in which a programmed appropriately pump dumped an entire bag of milrinone into a patient. Upon inspection the channel inside platin was broken at the bottom hinge and the platin fell out of the channel.